Event description:
The hcp reported that the patient experienced sedation; possible seizure activity vs. Transient ischemic attack. The patient was receiving fentanyl, morphine sulfate and marcaine via the drug pump. The patient was hospitalized and multiple studies were performed; which studies were performed and dates are unknown. The hcp reported that the hospitalization was "unrelated" to the pump or therapy. The patient is on multiple oral medications including methadone 20 mg every 6 hours and oxycontin 4 times a day. The oral medication are monitored closely as the patient will occasionally increase his medications on his medications on his own, then will call the hcp indicating that he believes that he is being over-sedated by the pump. The patient was seen in follow-up on 07/06/2006 and he has recovered without sequela.